Manufacturer narrative:
(B) (4). (B) (4). The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information. The rx accunet (part 1011649-65, lot 9080651), and the rx acculink (part 1011341-30, lot 9050151), are being filed under separate MFR#'s.

Event description:
Device issue: difficulty removing filter, entanglement of filter with stent, stent dislodged from position, detached wire. Time of device issue: during procedure. Adverse event: surgical explanation of stents and removal of detached wire. Onset of adverse event: during the procedure. It was reported that during a right internal/common carotid artery stenting procedure (two stents placed), after filter recovery, resistance was met while pulling the filter through the stent located in the internal carotid artery (ica). The filter was pulled with force, dragging the stent from the ica into the common carotid artery and detaching the filter wire into two pieces. The patient was taken to surgery where the two stents and the filter wire were removed. Two new rx acculink stents were placed. There was no adverse patient sequela reported. Although requested, there was no additional information provided.